Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of snare loop suddenly closing. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to strangulate the lesion with the snare, but the handle did not move. The snare loop did not close. Then, after a short time, the snare loop closed suddenly. The device was checked after the procedure and the snare loop was noted to be kinked. Additionally, it was reported that the device was inspected prior to use and no issues were noted at that time. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no failure. Functional inspection was performed and the device passed the loop fixture test and was able to extend and retract properly. The complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to strangulate the lesion with the snare, but the handle did not move. The snare loop did not close. Then, after a short time, the snare loop closed suddenly. The device was checked after the procedure and the snare loop was noted to be kinked. Additionally, it was reported that the device was inspected prior to use and no issues were noted at that time. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.